Event description:
Procedure type: lap colon. According to the reporter, the balloon of the trocar exploded while using the trocar as camera port. Nothing fell into the patient cavity though. The surgical time extended approximately 20 minutes. Patient is male, and no weight information is available. No patient injury was reported.